Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As it was unknown as to which ins the patient was reporting, report was also sent for the below ins: product ID 37714 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) implanted for spinal pain. Patient reported their stimulator was not working in the area of pain for two weeks. Patient gave the event date as (B)(6) 2017. It was reported that they needed adjustments. Patient reported their device was not reaching the right side of their lower back where they had the most pain. Pain was reported. An x-ray was performed the friday before the report to make sure nothing had moved and their health care professional confirmed x-ray results showed everything is in the right place. Patient was suggested to follow-up with their physician and manufacturer representative for reprogramming.